Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, atrial oversensing was noted on the incoming electrogram. An alert had tri ggered for non-sustained episodes and short v-v intervals and t-wave oversensing was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.